Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): per the acd rep - "on monday morning, (B)(6) 2011, cna (B)(6) attached the sling to the maximove with the resident in the sling and pushed the up button. The black buckle came apart. The resident was not injured." (B)(4).